Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-01788. It was reported that post trial implant procedure, patient experienced leg weakness and tingling. Trial was completed as scheduled. Patient is being monitored by the physician.

Event description:
Reference MFR. Report number: 3006705815-2019-01788.